Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave catheter got a guidewire stuck. A farawave was selected for use. The he wire got stuck after 8 applications, inside guiding catheter. To solve the issue the device was replaced, and the procedure was completed without patient complications. The catheter was disposed. It was further reported that no tissue was seen, and no force was used to remover the device. The catheter was removed from the patient's body while remaining inserted in the sheath.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave catheter got a guidewire stuck. A farawave was selected for use. The he wire got stuck after 8 applications, inside guiding catheter. To solve the issue the device was replaced, and the procedure was completed without patient complications. The catheter was disposed.